Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "incident occurred on (B)(6) 2025. The patient underwent a CT scan at 2 days, still in the hospital and hematoma was notice along all the 20 cm of suture line; the patient was re operated in second day to drain all the blood. Now she is fine. Medical professional alleged that the device contributed to the event. Medical intervention: re-operation on d4. Procedure completed. No serious injury for the patient. The patient did not exhibit any leakage, but did have a haematoma. No complications or problems were observed during the initial procedure. The staples appeared to have been formed correctly."

Event description:
It was reported that: "incident occurred on (B)(6) 2025. The patient underwent a CT scan at 2 days, still in the hospital and hematoma was notice along all the 20 cm of suture line; the patient was re operated in second day to drain all the blood. Now she is fine. Medical professional alleged that the device contributed to the event. Medical intervention: re-operation on d4. Procedure completed. No serious injury for the patient. The patient did not exhibit any leakage, but did have a haematoma. No complications or problems were observed during the initial procedure. The staples appeared to have been formed correctly."

Manufacturer narrative:
(B)(4).